Event description:
During system implant procedure, it was noted that the helix of the right ventricular (rv) lead deployed in the packaging and the distal end of the lead was bent, prior to implant. A new rv lead was selected for implant to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported events of the lead¿s screw already being deployed when the lead package was opened and that the distal part (ring to tip) of the lead was bent were not confirmed. As received, a complete lead was returned in one piece for analysis with the stylet inserted inside. Visual inspection revealed the helix was partially extended with traces of blood. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies.